Event description:
It was reported that a pump/gravity solution set leaked from below its drip chamber. Air was also noticed in approximately 30 to 40 cm of tubing. This occurred during patient infusion of paracetamol using gravity. The setup consisted of the solution source connected to the solution set, which was connected to an extension set, which was connected to a catheter. The infusion was then stopped, and there was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified two small, parallel cuts in the tubing, approximately 1 cm below the drip chamber. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be a machine or equipment error during the manufacturing process. In order to address this condition, changes to the tools and equipment used during the manufacturing process were made or are being analyzed. Should additional relevant information become available, a supplemental report will be submitted.